Event description:
Argon beam coagulator (abc) request per surgeon. Abc grounding pad applied to left posterior thigh of pt. Handpiece delivered to sterile field per circulator, end handed to circulator for attachment to machine. Gas turned on. Abc setting at 40. Alarm sounded, end from handpiece firing erratically without engaging any switches either hand or foot. System immediately shut down from main switch, new handpiece delivered to sterile field and procedure continued without further incident. Entire abdomen checked by surgeon for tissue damage; none noted on laparoscopic examination.